Manufacturer narrative:
A.1.-a.5. Limited patient information was provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states. Legal lawsuit has been issued and limited information might be available. No medical reports, nor laboratory results confirming device contamination were provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report in which it is alleged that a heater-cooler 3t system caused patient mycobacterium chimaera infection during a cardiac surgery occurred on (B)(6) 2017. Reportedly, the infection was diagnosed on (B)(6) 2024 through karius test.